Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, under infusion was noticed. It was reported that the cassette emptied too early and air in the infusion system alarm and sometimes 2-3 hours before change time. However, the residual volume on the display then indicates that there is still sufficient surplus available. The pharmacy checked the calculations even after adjustment. The volume dispensed is 100% 250 ml solution. No patient injury reported.